Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. The physician implanted a taxus liberte' 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the mildly calcified and severely tortuous mid to distal left anterior descending (lad) artery. Post deployment, the stent shifted. Since the physician could not retrieve the stent out of the patient, he tried to move it out of the heart vessel and released it at the brachial artery. The procedure was completed using another device. No additional patient injuries or complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
Product analysis could not verify the difficulty stated in the complaint. The delivery device with the stent on the balloon was received in good condition with no damage observed. As the complaint is for "stent migrated" in patient, a follow up request was made to determine if the correct determine device was returned for analysis. The complaint will be closed out documenting the device received for this complaint. If and when additional informaiton is received, the complaint will be reopened and updated accodingly. The delivery device with the stent on the balloon was received in good condition with no damage observed. Visiual and microscopic examination of the device did not reveal any defects or damage to the device that would have contributed to any potential difficulties experienced during the procedure. The complaint will be considered not confirmed.bsc ID# a00081740/tw#540783